Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution from a secondary line back flowed through a clearlink continu-flo solution set and into the primary bag. The clamp was opened on the secondary line of iron and the solution began to back flow into the primary normal saline bag. This event occurred during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 07/07/2017 ¿ 07/08/2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing and clear passage testing were performed with no backflow noted. Functional testing was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.